Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.